Event description:
The facility reports, while attempting to get up, the pt was sitting on the side of the bed. The pt has had a stroke and is flaccid. Pt was aware of surroundings, knew the time and people (alert x3). They placed the back support and attached everything appropriately. Legs were open on lift with three staff members at bedside. They raised the pt to a standing position then attempted to put the pt into a wheelchair. The pt was not supported well; the pt slumps to his weak side, and lift tilts and almost turns over. Three staff members held onto the lift and pt. No injuries were reported. The lift was inspected and found to be in new condition. The sling also looked good (not soiled, torn, or ripped). The lift was function tested and was working to OEM specs. (B)(4).

Manufacturer narrative:
The lift is reported to operate to OEM spec. No info was given regarding the sling used, apart from the state that is described as "looks good, not soiled, torn or ripped." The report states that the facility personnel commented that the pt needs to be 80% mobility to use this lift, and that it is not good for pts with 50% mobility. The lift operating and product care instructions (opt) gives a very clear indication of the intended use of the product, which pts can and cannot be raised with the device, and that before every transfer the pt is to be evaluated as being fit for use with the device or not. The pt in this case clearly falls out of the intended use of the product. Based on the info provided, the MFR concludes the possibly risky situation of raising this pt with an active lift , could have been avoided should the carers had adhered to the instructions in the opi. The MFR strongly recommends that the care personnel at the facility are retrained to the opi for the lift, in particular against the intended use of the product and the requirement to adhere to the opi while using the device.